Event description:
Complainant alleged that while attempting to treat a patient the device inappropriately prompted a "change batteries" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation.